Event description:
It was reported that a patient developed an infection roughly 3 weeks post-implant and was admitted, treated, and discharged from a local hospital. Over the next 4 months the infection repeatedly recurred and was treated with antibiotics. The patient was seen by an infectious disease specialist but no infectious diseases were diagnosed. A physician eventually deemed that the entire vns system should be removed due to the infection and surgical removal of the vns system was performed. Vns function was noted to be normal throughout the implant duration with normal lead impedances observed. The patient may be re-implanted at a later date. The explanted products have not been returned to the manufacturer to date. Review of manufacturing records confirmed that the pulse generator and lead were sterilized prior to distribution. The patient developed vocal cord paresis as a result of the explant procedure (reported in MFR. Rpt.# 644487-2015-05993).

Event description:
It was reported that the explanting hospital discarded the explanted devices per hospital policy.